Manufacturer narrative:
Correction : d2. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR.report number :1221359-2021-03421.

Event description:
The customer reported false positive results with the binaxnow covid-19 home test for multiple patients. The customer reported that during the facility's study, there were two groups of subjects in this study. In the first group (reset) the customer reported that they had 22 positive binaxnow covid-19 antigen tests with only 1 of those tests being covid confirmed by a positive pcr sample in september. The test card is read 15 minutes after the card is closed. No repeat testing was performed. When a positive binaxnow covid-19 antigen test is received, a confirmatory pcr sample would be sent for testing. The students are tested tuesdays and thursdays, so 48 hours to 60 hours would pass between the test. The students and their families can do self-tests at home when symptomatic or exposed. The customer reported that these false positive tests have happened several times. Out of the 22 positive rapid tests, only a few were asymptomatic. The patients were not treated. This is report 1 of 2 and addresses the first group in the study.